Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a random failure resulting in a green image and interference. The issue occurred before the procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (another term for the charged coupled device) was broken, the fiber bonding in the outer tube area (distal end) was damaged, and the protector of the video cable section was cut. Based on the results of the investigation, it is likely that the following led to the malfunction: the r-unit (another term for the charged coupled device) was broken, and therefore the image was green. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.